Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision of knee components - reason not reported.

Event description:
It was reported that a patient who was originally implanted with a total knee on (B)(6) 2011 was schedule for a revision in 2018. The reason and actual procedure date were not reported. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00182, 1038671-2018-00183, 1038671-2018-00184.

Manufacturer narrative:
After review of all of the available information, the reason for the reported possible revision was likely the result of wear, loosening, infection, fracture, instability, or patient-related factors. Postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. Wear, pain, loosening, fracture, infection, instability and patient related conditions are known risks in any total joint surgery. This device is used for treatment not diagnosis. No information, asked not provided.